Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was pain at the implantable neurostimulator (ins) site. The outcome was ongoing. No actions were taken as interventions. An examination showed that the implantable neurostimulator (ins) incision was well healed. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as ins pocket. Later it was reported that the patient exited the study and the outcome was unresolved at that time. The reason for study exit was that the patient had the device replaced with another manufacturer. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.